Manufacturer narrative:
H6: investigation summary to aid in the investigation of this issue, one (1) video sample was provided for evaluation by our quality team. Through examination of the video, leakage was observed at two points: leakage at the cannon fitting with the syringe and leakage within the extension tube. For a detailed leakage analysis, the physical sample would be necessary. A device history record review was completed for provided material number 38834014 and lot number 2178749. Although the review did not reveal any detected quality notifications (qn) of non-conformance reports for ¿leakage¿ or ¿damaged component,¿ one qn was identified for set clogged. It is possible that this incident resulted from the clogged set issue detected during production. A corrective and preventive action plan was initiated in response to this qn to address and resolve the issue.

Event description:
It was reported that the bd asepto¿ intravenous infusion device experienced leakage. 2 of 2 the following information was provided by the initial reporter, translated from portuguese to english: I report the occurrence of leakage in the coupling of the scalp 27 (junction of the syringe connector to the equipment). For the third consecutive week, we observed the occurrence, but today we noticed that the catheter used had more than one leak point. We perform the dacryocystography procedure weekly (03 patients per week, 02 catheters for each), with inoculation of iodinated contrast in the patient's lacrimal pathway. For such an injection we used scalp 27. Before introducing the catheter, we cut the "wings" of the catheter so as not to disturb the patient's eyeball. The scalp circuit is filled with a saline solution (10ml) + anestalcon eye drops (10 drops). The contrast used for this procedure is lipiodol (guerbet).

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd asepto¿ intravenous infusion device experienced leakage. 2 of 2 the following information was provided by the initial reporter, translated from portuguese to english: I report the occurrence of leakage in the coupling of the scalp 27 (junction of the syringe connector to the equipment). For the third consecutive week, we observed the occurrence, but today we noticed that the catheter used had more than one leak point. We perform the dacryocystography procedure weekly (03 patients per week, 02 catheters for each), with inoculation of iodinated contrast in the patient's lacrimal pathway. For such an injection we used scalp 27. Before introducing the catheter, we cut the "wings" of the catheter so as not to disturb the patient's eyeball. The scalp circuit is filled with a saline solution (10ml) + anestalcon eye drops (10 drops). The contrast used for this procedure is lipiodol (guerbet).